Event description:
It was reported that the patient received a shock for what appeared to be either supraventricular tachycardia (vt) or atrial fibrillation (af). The electrogram morphology during the event appeared to be the same as the frozen egm during rest, with the only difference being rate and some irregularity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)